Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced nocturnal hyperglycemia after recently starting use of the ilet. Blood glucose increased to approximately 300 mg/dl for about three hours overnight without food intake and later returned to target levels, and no ilet alerts occurred during the event. No symptoms were reported. There was no need for outside assistance, and no medical intervention or hospitalization was required. The investigation included complaint intake, user education, and troubleshooting regarding expected glucose variability during early use and a planned supply change. The investigation revealed no device alarms and no reported device malfunctions, and the ilet delivered corrective insulin that resolved the hyperglycemia. The cause of the event remained unclear. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.